Manufacturer narrative:
Device inspection and investigation by baxter is still pending, a supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported a wall transformer power cord broken in two places with exposed wires. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).